Event description:
Catheter had been inserted in 2002 and used without difficulty, but resisitance was encountered upon removal. The pt was repositioned but as the removal/procedure continued, the catheter began to stretch then reportedly appeared to separate. It was suspected that a portion of the distal tip had been left in situ. Catheter appeared curled, distorted and raveling. CT lumbar spine without contrast was performed with the purpose of evaluating for possible retained epidural catheter fragment. No evidence.